Event description:
Customer reported high blood glucose levels and a maximum fill reached alarm on the insulin pump. He administered 4 units of insulin to himself, but it did not change his blood glucose level. He did not contact his healthcare provider for high blood glucose. The blood glucose reading was 310 mg/dl. Customer also reported symptoms of grogginess and treated with the pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.